Event description:
Ablation completed, unsuccessful synchronized cardioversion performed, second cardioversion attempted and rhythm went into ventricular fibrillation. Code blue initiated, CPR started, three additional shocks given. Rosc [return of spontaneous circulation].